Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim and discolored. During investigation, the pump alarmed with a call service (cs 069) during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed two cracks in the pump case between the case seal and the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment at the case seal. Evaluation also revealed that the display was dim, fading and discolored. In addition, investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/17/2016.